Event description:
It was reported that during the implant procedure, due to patient anatomy (patient's coronary sinus was malformed), the lead dislodged repeatedly when slitting the sheath. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.